Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The log file retrieved from the field was reviewed using the affera log file analysis tool. The reported "pericardial effusion" issue was not observed in the files received. Additionally, the reported event date does not match the date registered in the log file. Data files with five image files were returned with screenshots from the mapping and ablation system. The timestamps indicate (B)(6) 2025, which does not match the reported event date. The images show mapping and lesion placement but do not contain any information regarding disposables or capital equipment identification. In conclusion, the reported "pericardial effusion" issue was not observed though log file analysis and cannot be assessed through pictures/image file analysis. The catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was difficulty in finding a spot on the fossa ovalis due to a narrow and short structure and unusual atrial anatomy, presenting a procedural challenge during transeptal access. Despite this, a successful transseptal was achieved, including pulmonary vein and posterior wall ablation, anterior mitral line, typical flutter cavotricuspid isthmus (cti), and right atrial focal ablation on the anterior wall. The case was complete. Trace pericardial effusion was detected on intracardiac echocardiography after the case, and also confirmed on a subsequent ultrasound. The following morning, significant pericardial effusion was found. An attempted pericardiocentesis was unsuccessful due to clotted and thick blood in the epicardial space, necessitating a pericardial window and open chest procedure to evacuate the blood. Fluid was also found in the patient¿s left chest, which the physician believed to be unrelated to the procedure and possibly spontaneous due to blood thinners, as no tract from the heart to the chest was identified. The patient required additional recovery due to the complication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.